Event description:
Caller reported blood glucose results of 96 mg/dl, 143 mg/dl, 97 mg/dl, 148 mg/dl, 109 mg/dl, 69 mg/dl, and 66 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.